Event description:
Hcp reported the pt presented for a refill with flu-like symptoms including worsening pain, diaphoresis and nausea. The hcp believed it was the flu and treated it as such. The expected residual volume = the actual residual volume (2.5ml). Following the refill, the pt felt fine and the illness was attributed to the "24 hour flu." The same incident happened at the next refill. The pt experienced withdrawal symptoms which resolved after the refill. The problem was then identified as having the pump refill when the residual was as low as 2.5ml. The pump is now refilled when 3ml is the expected residual volume and the pt has had no other problems.